Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study. Reported, the patient presented to the emergency department, due to leaking from the pump abdominal incision. It was noted, the incision was oversewn. The patient was administered antibiotics for a (B)(6) week course. On (B)(6) 2021, the patient had continued leaking and the fluid was tested, but had negating for growth. The entire system was explanted on (B)(6) 2021. And the device disposition was unknown. It was indicated, the event was related to the device or therapy. And related to the implant procedure. The event was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2021. Explanted: (B)(6)2021. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was seen in the clinic, on (B)(6) 2021, and spasticity was well controlled on oral baclofen. The patient's parents did not want to replace the pump and the issue resolved without sequelae on.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 100 mcg/day) via an implanted pump. The patient¿s medical history was spastic quadriparesis, epilepsy, and currently covid positive. The patient¿s concomitant medications were miralax, senna, and oral baclofen. It was reported that the patient¿s parents saw a small amount of discharge from the spinal incision site, so brought the patient to the ed (emergency department). The decision was made by the neurosurgeon to explant both the pump and catheter today. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient was started on IV (intravenous) antibiotics and oral antispasmodics. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.